Manufacturer narrative:
Product ID 37092, lot# 299550001, implanted: 2012 (B)(6); product type accessory product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. It was reported that the display showed ¿call your doctor¿ icon. It was noted that there was a power-on-reset (por) condition. It was noted that the por was seen on both the patient programmer and recharger. It was noted that it was possible to clear the por. It was noted that the implantable neurostimulator (ins) was about ¾ charged and the patient had been regularly recharging once a week. It was noted that the patient did not have any medical procedures or been around any sources of electromagnetic interference (emi). It was noted that the patient felt the stimulation turn off today around 1 or 2 o¿clock. It was noted that the patient was not in any different environment today and did ¿walk the floor¿ at work but did not know of any emi sources there. It was noted that this had not happened previously. It was noted that the patient was able to turn stimulation back on while on the phone and reported no problems with the stimulation.